Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4).. Manufacturing site evaluation: one used sample in open packaging and one unused sample in original packaging was provided by the facility for evaluation. The samples were visually evaluated with no defect noted. The samples were attached to observe if the samples would fit into the pump and no issues were observed. In an attempt to replicate the reported defect of the air-in-line alarm on the pump, the sample was attached to the pump and then tested by running therapy while staggering the rate of flow throughout the therapy. No alarms occurred during the testing of the returned sample. A measurement of the outer diameter of the pump segment tubing was taken and found to be 0.154 inches which meets the specification of 0.150-0.154 inches. Based on the evaluation of the sample returned the reported defect of the air in line was not confirmed at this time to be a manufacturing defect.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: b.braun clinical educator was assigned to round/troubleshoot onsite -june 13-14. Although they are following troubleshooting tips to decrease ail, they continue to experience frequent ail alarms in the infusion center, med/surg, ICU, nicu (with tpn), peds (blood, remicade). Rn reported an incident that required the nurse to utilize IV set and infusomat pumps before she was able to infuse the medication. She provided lot#0061867900 and the sn# of the 3 space pumps used in an attempt to infuse the medication without stoppage due to ail alarm. No injury reported.